Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed stored episodes of far r wave over-sensing. No patient symptoms were reported. Further information was requested but not received.